Event description:
On (B)(6) 2010, patient reported there is humidity in the insulin cartridge chamber. He stated he first noticed 3-4 months ago. Patient stated he attaches the infusion adapter and tubing before inserting the insulin cartridge but has not always done this. He reported he dries the cartridge chamber with a cotton swab when condensation is noticed and does not know if condensation is insulin or water. Cartridge chamber is currently dry and there was no condensation during his recent cartridge change. Advised patient of recommendation to replace adapter with every 10th cartridge change. Patient reported there was no pooling of condensation near piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.